Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
Addition the gore® dryseal flex introducer sheath was returned to gore for evaluation. Per the evaluation there were no signs of damage to the outside or inside of the dryseal flex introducer sheath. There was no damage to the leading end. An 18 fr dilator was able to be inserted into the sheath as normal. Code 22-per instructions for use of the gore® dryseal flex introducer sheath caution: do not use if damaged or defective.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using non-gore devices (including main body) and a gore® excluder® aaa endoprosthesis aortic extender component (pla260300j/18619500), with a gore® dryseal flex introducer sheath (dsf1833/19946830) to repair an abdominal aortic aneurysm. The non-gore devices were delivered from the patient¿s left side and deployed at the intended position. A bare metal stent (omnilink; 10mm in diameter, 19mm in length) was inserted from the right side and deployed at the common iliac artery. The pla260300j was then advanced within the bare metal stent up to the abdominal aorta to extend the non-gore devices proximally. After deployment of the pla260300j, it was noted that the distal portion of the device did not fully open. A touch-up ballooning was performed to open up the device; however it remained partially deployed. As there was no issues with the distal blood flow and abi, the procedure concluded with no further action to the partial deployment. The patient tolerated the procedure. It was reported that there was resistance while advancing the dsf1833 at the aortic neck of the non-gore main body. The physician is reported to be concerned that the inner lumen of the dsf1833 was damaged while advancing the pla260300j catheter, and a circumferential piece separated from the sheath wrapped the pla260300j device and then contributed to the partial deployment.